Event description:
Pt needed to replace the transfer set because the occluder feet had broken, and leaks are observed when the minicap is removed. The reported transfer set was placed in 2006 (less than 3 months). The pt began apd therapy in 2004. There was no pt injury or med intervention associated with this incident.